Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 72213n because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was disconnecting. The following information was received by the initial reporter with the following verbatim. It was reported by customer that secondary infusion set device malfunction. They have the tubing but no longer have the packaging. The nurse was just about to spike the bag and the tubing disconnected.